Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Reportedly, the customer continued to use the pump for insulin therapy.